Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. On (B)(6) 2012, nakanishi received a phone call from a dentist saying that a patient was burned due to overheating of the handpiece. Other information such as the patient's medical condition, details about the event, etc. Are unknown.

Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more detail below. Methodology used: nakanishi measured the temperature rise of the returned handpiece as follows: temperature sensors were first attached to the exterior of the device at various test points (e.g., most proximal to the patient and along points further toward the distal end of the device). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points, headcap, head and neck. Nakanishi rotated the handpiece at 2000,000 rpm, with water spray and measured the exothermic situation. Nakanishi confirmed a maximum temperature of 43.3 degrees c at the head part. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed corrosion and dirt/debris inside the headcap. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to dirt/debris produced from corrosion. A lack of maintenance causes accumulation of dirt/debris in the head, which cause dirt/debris ingress into the bearing while rotating. This will contribute to the handpiece overheating.